Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s fiancé reported via phone call she went to urgent care/emergency room for high blood glucose of 120 mg/dl on (B)(6) 2017. Customer was experiencing high blood glucose of 340 mg/dl, treated with the insulin pump and manual injections. Customer initially doubled the amount of insulin in his bolus. Then used new insulin and manually injected. The customer experienced symptoms such as nausea, fever, and vomiting. Customer was fasting and his blood glucose was stable but increased with a meal and even after doubling the treatment. Customer had blood work done which confirmed customer did not have an infection or diabetic ketoacidosis. The customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for leaks, air bubbles, site or insulin issues, and device settings. The customer also declined performing the high pressure test at this time. Customer was then advised the insulin pump will not calibrate with the high blood glucose and was advised to wait. The product is not returned for analysis.